Event description:
Medtronic received a report that a solitaire fr device was kinked on the proximal end. The patient was undergoing surgery for treatment of an ischemic stroke located in the right internal carotid artery. It was noted the patient's vessel tortuosity was minimal. The baseline modified rankin scale (mrs) was 4 and mrs procedure was 0. The baseline national institutes of health stroke scale (nihss) was mrs. The nihss post procedure score was 3. Thrombolysis in cerebral infarction (tici) baseline score was 1 and the post procedure was 3. The intravenous tissue plasminogen activator (IV tpa) was not contraindicated and the number of passes with the device was 1. The bifurcation span, parent vessel, branch vessel, and the diameters of the vessels were not specified. The stroke onset to reperfusion time was 60 minutes. It was reported that a 0.027 system microcatheter was used to deploy the solitaire fr stent. When opening the solitaire fr and preparing to deliver the stent through the microcatheter for thrombectomy, it was found that the tail end of the stent was kinked, making it impossible to advance the stent into the microcatheter. To ensure the safety of the procedure, the operator opened a new solitaire fr, and the thrombectomy was then completed successfully. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Additional information received. The cause of the event was not determined. The used catheter was a non-medtronic device. Nihss score for the patient in the report was 3.

Manufacturer narrative:
Product analysis as found condition: the solitaire fr device was returned within a shipping box and a clear biohazard plastic pouch. Damage location details: the solitaire fr device was returned within its introducer sheath. No damage was found to the introducer sheath. No bends or kinks were found to the pusher. The stent was found still attached to the pusher. The device¿s marker coil, attachment zone, and proximal marker were found to be in good condition. The stent¿s non-working length struts (including tear drop struts) were found bent with a broken teardrop strut. The stent¿s working length struts and finger markers were found to be in good condition. Testing/analysis: the solitaire fr stent could not be pushed out from within its introducer sheath and therefore it was pulled out proximally. The solitaire fr device could not be used for resistance testing with an in-house catheter due to its damaged condition. The broken stent was sent out for sem failure analysis testing. Per the sem report, ¿the fracture surface exhibits evidence of dimples rupture features, indicative of overload failure. Due to mechanical damage (smearing) to the fracture surface, additional fracture features could not be discerned to indicate other possible failure mechanisms¿. Conclusion: based on the device analysis and reported information, the reported ¿kink/damaged¿ was confirmed. The stent¿s non-working length struts were bent, and one teardrop strut was broken. Such damage can occur when a device is advanced or retrieved against resistance. The reported¿ resistance during delivery¿ was confirmed, as resistance was felt while pushing the stent out of its introducer sheath. Resistance during delivery events may occur due to several factors, including use of an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. The vessel tortuosity was reported as minimal and therefore unlikely to have contributed. The non-medtronic 0.027 microcatheter used was not returned, preventing assessment for catheter damage; however, the reported catheter size is compatible with the solitaire fr-6-30 stent, though the specific make and model were not provided. Information regarding whether a continuous saline flush was maintained was not reported and therefore could not be assessed. Based on the available information and the device analysis, the root of the stent damage and the resistance encountered during delivery could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.